Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal device replacement procedure, this right ventricular (rv) lead was stuck in the device header. The lead was able to be successfully removed from the header; however, the physician did not trust the integrity of the lead. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.